Event description:
A cook quantum ttc biliary balloon dilator was used during an endoscopic papillary balloon dilation (epbd). After cannulation of the papilla and placing another MFR's wire guide, the balloon dilator was advanced over the wire guide. The balloon was inflated [with contrast and saline] by using another MFR's inflation device and at the second attempt of inflation to dilate the papilla, a pinhole was confirmed. The device was removed and another MFR's device was used to continue the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Our eval of the returned product confirmed the report. There was a pinhole in the proximal conical transition area of the balloon. Using a qbid inflation device, the balloon was inflated with water. A small stream of water could be seen exiting the side of the balloon and it would not hold pressure. No part of the balloon was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of the product usage during our lab analysis. This limits our ability to conclusively determine a cause. According to the report, lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use states "apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution: "the entire quantum ttc biliary balloon dilator should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instruction for use contain the following warning: "the recommended 100% balloon inflation pressure can be found on the qid - quantum inflation device and on the shrink tube of the quantum ttc biliary balloon dilator." Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.